Event description:
It was reported by the patient that they received a shock from their device. Follow-up information from the clinic indicates the patient has not been seen and has not sent a transmission. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2011. (B)(4).